Event description:
It was reported that during a sleeve procedure, on the second or third firing with a green load and buttressing the innermost row of staples on the specimen side did not form. The same device was used to complete the procedure. No adverse consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Device not returned additional information was requested and the following was obtained: on what tissue type was the device used? Greater curvature. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur? 2nd or 3rd firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green and blue. Was buttressing material utilized? Gore. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.